Event description:
The pt stated, that his infusion device was beeping and "2.01" was displayed on the screen. He stated, that he was aware of the power pack recall and his power pack had been in use for "a few weeks." The pt was advised to insert a new power pack and his infusion device functioned properly. The pt was advised to discontinue use of the recalled power packs. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.